Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire station was not detected on the bus and did not recover after a hard reboot and recovery attempts. A field service engineer identified that a firewall was enabled during an overnight time server update causing communication disruption between drawers, disabled the firewall, reset communication, tested all drawers using the hardware test application (hta), and confirmed medication access with nursing staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus and did not recover despite a hard reboot and recovery attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.